Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported on (B)(6) 2018 that this lead exhibited impedances over 3000 ohms and loss of capture in lv2 ring to lv4 ring. Generator lv lead vector was changed to lv1 tip to rv coil and the issue appeared to be resolved. A home monitoring alert was received on (B)(6) 2019, showing impedances over 3000 ohms. Lead thresholds performed in all configurations showing either no capture, intermittent capture, or elevated threshold with pns. Fracture was suspected but unconfirmed. Lead was turned off but left in the body until explant procedure was performed on (B)(6) 2020. No adverse patient events were reported. Should additional information become available, this file will be updated.